Event description:
On (B)(6) 2016, it was reported that the surgeon was unable to interrogate the generator due to a serial cable issue. The surgeon had changed the wand battery but it did not resolve the issue. When the usb serial cable was replaced, the interrogation was successful. No patients were affected as the interrogation was successful with another usb cable that was available. The serial cable was confirmed to be the white and blue usb cable and was discarded by the office. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.